Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28. Lot# va1ntrg, implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-feb-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's symptoms are worse since the implant date. The patient reported that she has gone through 9 outfits and cannot make it to the bathroom in time. The night before the report, the patient went to the bathroom so many times. In addition, it was reported that the programmer was not working due to the patient was having a poor communication screen since implant. The patient met with her healthcare professional (hcp) on (B)(6) 2018 and was told that one of the leads was not working right, but they did something where she was able to feel the stimulation. During the report, the poor communication issue was resolved and the patient was able to get her settings pulled up. During troubleshooting, it was noted that the stimulation was on; the patient was on program 2 at 0.1v but didn't feel the stimulation. The stimulation was increased to 0.8v where she felt it comfortably in the bicycle seat region. The patient has an appointment on thursday (B)(6) 2018 and manufacturer representative (rep) will be present. There were no further complications or anticipations reported with this event.